Event description:
It was reported that the pt received inappropriate atp and high voltage therapy for what appears to be atrial flutter with a rapid ventricular rate. After the initial inappropriate high voltage therapy was delivered, the device started to post-sensed t-wave oversensing on the ventricular lead. Reprogramming was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.